Manufacturer narrative:
A field action (fa 31857) for the mismatched lots of au lyophilized calibrator part dr0070-1, lot 6101k51/6101k61 has been implemented on (B)(4) 2017. The beckman coulter internal identifier for this report is (B)(4).

Manufacturer narrative:
A field action (fa 31857) for the mismatched lots of au lyophilized calibrator part dr0070-1, lot 6101k51/6101k61 has been implemented on (B)(4) 2017. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a low shift in quality control for calcium. Upon troubleshooting, it was discovered that the customer was shipped mismatched lots of calibrator. The customer used mismatched lots to calibrate and ran patient samples which generated results exceeding assay total precision claims on multiple chemistries for thirty seven (37) patients. The original results were reported out of the laboratory. Upon repeating patient samples using the corrected calibrator lot and its set-points, the customer compared the original results and repeated results and believed the differences were insignificant. The customer did not amend the results. The customer confirmed there was no change to patient treatment. Quality control was within their established range before the event. The customer noted a shift in calcium qc but it was within their established range.